Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log file analysis did not reveal any anomalies during the analyzed period. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be confirmed or duplicated at the bench level; both power source port connectors were securely attached to the controller housing. No failure detected; the reported event could not be confirmed or duplicated at the bench level. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was seen today in clinic for routine follow-up and had a complaint of no power alarm. Log files were downloaded and equipment was inspected and the power sources both 1 and 2 are very loose within the controller case. There were no double disconnects noted on the logfiles or any explanation for an alarm. The controller was exchanged to the patient's back up controller because of the loose power connections. A new controller will be dispensed and serial number provided once available. The patient tolerated the controller exchange without any difficulties